Event description:
It was reported that patient not yet implanted with vns had their implantation surgery aborted due to possible lymphatic duct damage by the surgeon when trying to access the vagus nerve. No products were opened. No additional or relevant information has been received to date.

Event description:
It was reported that the reason for the aborted surgery per the surgeon was due to complications when opening the lymphatic channel at the time the neck incision was made. No additional or relevant information has been received to date.